Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is fractured. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for external fixation systems revealed in precautions that wire/pin security in bone, wire tension, and device frame integrity should be routinely checked. The gap at a fracture site should be reassessed during healing. Adjustments should be made as necessary. Additionally, revealed that excessive motion at the fracture site due to failure to tighten the component parts of the device; improper tensioning of wires, flexion from use of too few pins or pins that are too small have been identified as adverse events. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. User/procedural variance, damage from misuse and/or rough handling are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a smart tsf- external framing surgery had been performed on (B)(6) 2025, the patient experienced the breakage of one (1) smart tsf half ring 180mm on unknown date. No fall or mechanical load known. The patient did not suffer any injury. The surgeon did not mention that the patient had any symptoms. This adverse event was solved with an additional surgery on (B)(6) 2025 in which new rings were applied.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.